Event description:
It was reported this balloon ruptured on the first inflation at approximately 7-8 atmospheres during a right iliac angioplasty procedure. Following withdrawal of the balloon catheter through the introducer sheath, it was noted the balloon material detached and remained in the introducer sheath. The introducer sheath and detached balloon material were removed from the pt as a unit. Another balloon catheter was used to successfully complete the procedure without pt complications. The pt's condition is good. The device has just been received by this MFR. Upon completion of the engineering evaluation, a supplement will be forewarded at this time. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without evaluating the device, co is unable to determine the cause of this event. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully. If resistance is encountered due to balloon rupture or for any other reason when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove them as a complete unit to prevent damage to the guidewire, catheter, introducer sheath, or vessel."